Event description:
The manufacturer received information alleging nasal or throat irritation or soreness, cough related to a CPAP device's sound abatement foam. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In section h6 component code,type of investigation,investigation findings and investigation conclusions has been missed to capture in previous report. It has been updated or corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged nasal or throat irritation or soreness, cough. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation found evidence of sound abatement foam degradation which was observed in the base unit. In secondary findings dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, airpath, and humidifier enclosure, suggesting a source external to the device. Evidence of water ingress on blower and blower box. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The device's downloaded event log was reviewed by the manufacturer and found two erorrs. The manufacturer concludes is unable to address the symptoms described and can confirm the presence of contamination in the airpath. Section h6 updated in this report.